Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was observed.

Event description:
It was reported that the right ventricular (rv) lead had increasing short v-v intervals and high pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.